Event description:
Report received from (B)(6) stating that the device was "getting hot and stopped functioning." The device was being used during a spine case. The customer changed the equipment and completed the case. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the attachment nose tube tip was damaged and the back drive shaft was damaged. This was most likely due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).